Event description:
It was reported that the patient was charging more than expected. The reporter stated that the implantable neurostimulator (ins) got hot while charging. It was noted that the patient recharged over pajamas. One week later, it was reported that the recharging frequency matched the patient¿s settings. The reporter stated that the patient was trained and able to demonstrate effective recharging. It was noted that there were no out of range impedances. There were no malfunctions seen or causes of the issue determined. The patient was reportedly instructed to ensure that the ins charged up to 100% and instructed to not lie on the recharger during charging as that may cause it to heat up sooner. The reporter stated that the patient could charge and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).